Event description:
The customer reports that the catheter was successfully inserted and position verified by x-ray but several hours after, the dressing needed to be change because the catheter leaked (exact location of the leak is unknown). The catheter stayed in place (not removed and replaced) but the dressing needed to be replaced very frequently. No clinical consequence or injury reported. Complaint rec'd directly from the french competent authority, ansm. The ansm registered this incident on (B)(4) 2013 but informed us on (B)(4) 2014.

Manufacturer narrative:
(B)(4). The device will not be returned.